Event description:
Literature was reviewed regarding depth of implantation in relation to membranous septum as a predictor of conduction disturbances after transcatheter aortic valve implantation. The study population included 70 patients who were predominantly male with a mean age of 75 years. All patients were implanted with a medtronic evolut r bioprosthetic valve. Among all patients adverse events included: arrhythmia (left bundle branch block, atrio-ventricular block, complete heart block) requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: baraka et al. Depth of implantation in relation to membranous septum as a predictor of conduction disturbances after transcatheter aortic valve implantation.  Indian pacing electrophysiol j. 2024 may-jun;24(3):133-139. Doi: 10.1016/j.ipej.2024.03.003. Epub 2024 mar 26. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated: 1) unique device identifiers were not available, and 2) no valves were explanted. No further details were provided.